Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Paod - "from (B)(6), we continue get the complaint about a4e08, the balloon broken or something (not sure what is it, very like silk?) Shedding from the catheter." Patient status - ok.

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, it was noted that the balloon on the device had ruptured; however, there was no evidence of balloon fragmentation. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. All catheters undergo a 100% visual inspection and leak testing during production. The root cause is unknown; however, the likely cause was over-inflation of the balloon and/or deposits within the vessel when balloon was inflated. The instructions for use (IFU) indicate, "balloon degradation and rupture may result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions," and "maximum recommended inflation volumes should not be exceeded per specification table." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information from the distributor was received via e-mail on march 23, 2016: all the returned units were from the same hospital. The units were used on different patients, and by different doctors. The balloons were inspected or tested by inflation before being inserted in the patient. The products were inflated with a saline solution to the volume specified in the instructions for use (IFU). The returned units were used through a 6f introducer sheath. The vessel's condition was described as "stenosis." Additional information received from the distributor on may 31, 2016: "this hospital is not a new account and don't use new technique."